Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and chest wall stimulation. It was reported that the patient is having to charge their ins once every week. The patient stated that before they could go a week to a week and a half, and noted that when the first got the ins they could go a couple weeks before needing to charge the device, the patient mentioned that lately it is about a week, they charge on wednesday and next week wednesday the last bit of the battery is gone. The patient reported that in the last month to month and a half the issue has been going on. The patient really started to notice it 2-3 weeks ago. The patient has not switched groups, and has not increased parameters. The patient has not had any reprogramming since they got the device. The patient charges until the charged sufficient screen. The patient did not have any trauma or falls related to the system. The patient was redirected to their healthcare provider (hcp) regarding the charging to pull recharging statistics from the recharger. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were trying to charge the device weekly and turn it down. The patient reported that the implant wasn¿t holding a charge past a week. The patient reported that he was still charging once per week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated their ins depleted and the charge barely makes it a week before they have to charge again. No patient complications were reported as a result of this event.